Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006702 - tibial component - 64520988. 42522100412 - articular surface - 64379630. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated the patient developed a post-operative complication of bilateral lower lobe pes that required hospitalization and medical intervention to treat the pes. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00208, 3007963827-2020-00209.

Event description:
It was reported that the patient had an initial right unilateral knee surgery. Approximately 24 days post implantation, the patient experienced a pulmonary embolism which required hospitalization for 8 days.